Manufacturer narrative:
Per tandem¿s user guide: ¿only humalog and novolog have been tested and found to be compatible for use in the system.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 487 mg/dl. Reportedly, customer used apidra insulin and customer was educated on cartridge/insulin labeling. A new cartridge was loaded to address the event.